Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (fluid damage).

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg-2990k is available in the USA with a 510k number k131902. We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the lg cable connector fluid damage, the light guide fiber bundle (lcb) broken, the insertion flexible tube (ift) compressed, the light guide cable buckled, the lg prong corroded, the lg root brace rubber cut, the remote control buttons cut, the remote control buttons cut, the remote control buttons cut, the eog valve loosened, the u/d lock lever improper adjustment, the distal body worn out, and the lg prong top worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.